Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced no audio from the g5 application on (B)(6) 2016. Patient stated that the audio on the phone was not disabled, volume on the device was on and at highest settings and notifications were turned on. Patient was advised to uninstall and then reinstall the application. No injury or medical intervention was reported.